Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 2 weeks postoperative to an open surgery, 3-4 of of the lump and bump incisions had dehiscence from the 2 sutures used. The patient came back in and the would was closed again.